Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, essure (fallopian tube occlusion insert) was inserted for permanent contraception with lot number b97494. According to the reporter, essure coil did not deploy in left tube. When hcp attempted to remove it the wire on inserter broke off and was stuck in uterine wall. Patient was taken to operating room to remove wire. Essure was inserted successfully in the right tube and not achieved in the left tube. Follow up information received on (B)(6) 2014: the patient's weight and height were added; she was considered overweight (bmi =(B)(6)). The patient had a cervical conization as medical history. On (B)(6) 2014, she had (B)(6). She was not post-partum at time of the procedure. The patient was gravida 4 and para 4. She was every day smoker and seldom alcohol use. She had two episodes of community-acquired pneumonia requiring antibiotics and hospitalization in one occasion. On 2002, she underwent a leep procedure and at age (B)(6) she had gangrene of bowel-bowel resection. On (B)(6) 2014, essure procedure was made. Physician reported that the insertion procedure was considered easy; cervical dilatation and sounding were not performed; intracervical and paracervical block were used for analgesia. The tubal ostium was easily visualized. It was reported that the patient had minimal resistance. The right side was correctly placed. The device was placed in the left fallopian tube until black mark was visualized at the uterotubal junction. The sheath was retracted and an attempt was made to deploy the coils; this was unsuccessful. Physician made a decision to remove the device; the device was rotated (clockwise and counter-clockwise). The device was gently retracted from fallopian tube but the coils partially deployed as the device was being removed. The micro insert never completely detached from applicator; the outer coil became distended and eventually separated from applicator. Gentle traction of the device resulted in breakage of the coil; again traction was placed on the device but it could not be completely removed. The fragments that had been removed were retrieved from the uterus. The patient began to experience discomfort during the removal process. The procedure was terminated and a decision to take the patient to the operating room and continue the procedure under general anesthesia was made. The procedure did not take more than 20 minutes and no fluid loss was observed. No imaging or any related tests were performed after the insertion. An imaging test (nos) was done after the procedure and showed correct placement of right coil and incorrect of left coil. On the same day, essure were partially removed; physician stated that the device's removal was necessary. Essure was removed by hysteroscopy and with general endotracheal anesthesia. The pre-operative diagnosis: immediately status post failed essure sterilization with incorrect deployment of the left micro-insert; portions of micro-insert were lodged in the fallopian tube and uterine cavity. Operative findings: normal external female genitalia. The cervix had some light bleeding consistent with recent placement of tenaculum. The endocervix was grossly normal. The uterine cavity had a normal lead deployed and correctly placed right essure micro insert. The outer coil of the left micro-insert was visible as well as the inner wire, both coming out from left fallopian tube. A long packing of forceps were inserted into the uterine cavity; the inner wire was able to be grasped and brought to the cervix, a gentle traction removed all visible portion of inner wire. A hysteroscopic grasper was used to grab the outer coil; the coil was turned, first clockwise and then counter-clockwise, a gentle traction was used and after approximately 10-15 rotations of the coil, a piece fragmented was off and was retrieved. The remaining portion was grasped again and rotation was performed until majority of the coil was removed. This large fragment appeared to be essentially the normal size of the outer coil. Careful inspection with the hysteroscope revealed no evidence of any other foreign bodies in the uterine cavity. The corneal area and uterus tubal junction was carefully inspected. There was no evidence of any outer coil or inner coil that could be seen. Two flat plates x-ray were performed and appeared that some essure device was still present distally in the fallopian tube. A contrast imaging (fluoroscopy) demonstrated that the device in right side was appropriately placed; and the left device was still present distally in the left side, it was no evidence of the outer coil but the inner. During the procedure, physician noted a purulent discharge from the anterior lip of cervix. A careful inspection revealed that there was a probable nabothian abscess in the anterior lip of cervix; physician during the procedure, physician noted a purulent discharge from the anterior lip of cervix. A careful inspection revealed that there was a probable nabothian abscess in the anterior lip of cervix; physician squeezed with ring forceps to try express as much pus as possible; 2g of ancef and 500mg of metronidazole were given to the patient as infection prophylaxis. The procedure was ended and the remained device was left inside the fallopian tube. The patients tolerated the procedure well. Physician considered the events related to essure devices, related to incorrect deployment of coil. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case, also a technical defect (breakage) was reported in the context of a complicated insertion. However, the reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). One further ae case report has been received to date in relation to batch no. (B)(4), but this case does not refer to a similar technical type of event. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). In summary, there is no suspicion of a quality defect based on this report. Company causality comment: this medically confirmed report refers to (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and experienced essure is stuck in uterine wall( embedded /expulsion ), the wire on inserter broke off (complication of device insertion), unilateral placement, essure coil did not deploy in left tube (deployment issue), an attempt was made in the office to remove the device but the device fragmented / left device remained distally in the fallopian tube and discomfort during the removal procedure. The event essure is stuck in uterine wall is considered serious due to medical importance while the remaining events were considered non-serious. All these events are listed in the reference safety information for essure. The event the wire on inserter broke off previously considered unlisted was amended to listed (anticipated) upon receipt of product technical (ptc) analysis. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus) or dislocation. In this particular when hcp attempted to remove it the wire on inserter broke off and was stuck in uterine wall. An attempt was made in the office to remove but the device was fragmented. This event was considered as related to essure and regarded as incident since the patient underwent a surgical hysteroscopy to remove the insert. The event the wire on inserter broke off was assumed as device breakage; single cases have been reported of essure breakage. In this particular case when hcp attempted to remove it the wire on inserter broke off and was stuck in uterine wall. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related except the event essure coil did not deploy in left tube that was considered unrelated. The ptc analysis concluded that there is no suspicion of a quality defect based on this report.

Manufacturer narrative:
Follow up 22.aug.2014: this case is a potential legal case. Letter was received from the consumer's lawyer stating that essure ess305, lot number b97494 has been returned to bayer healthcare. The letter was formal notice requesting that the device be preserved in its present state and that no testing of any type will be performed until further notice. No additional information was provided. Company causality comment: this medically confirmed report refers to (B)(6) year old female patient who had essure (fallopian tube occlusion insert) inserted and experienced essure is stuck in uterine wall (embedded /expulsion), the wire on inserter broke off (complication of device insertion), unilateral placement, essure coil did not deploy in left tube(deployment issue), an attempt was made in the office to remove the device but the device fragmented / left device remained distally in the fallopian tube and discomfort during the removal procedure. The event essure is stuck in uterine wall is considered serious due to medical importance while the remaining events were considered non-serious. All these events are listed in the reference safety information for essure. The event the wire on inserter broke off previously considered unlisted was amended to listed (anticipated) upon receipt of product technical (ptc) analysis. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus) or dislocation. In this particular when hcp attempted to remove it the wire on inserter broke off and was stuck in uterine wall. An attempt was made in the office to remove but the device was fragmented. This event was considered as related to essure and regarded as incident since the patient was underwent a surgical hysteroscopy to remove the insert. The event the wire on inserter broke off was assumed as device breakage; single cases have been reported of essure breakage. In this particular case when hcp attempted to remove it the wire on inserter broke off and was stuck in uterine wall. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related except the event essure coil did not deploy in left tube that was considered unrelated. The ptc analysis concluded that there is no suspicion of a quality defect based on this report.

Manufacturer narrative:
(B)(4).